Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was severely tortuous and severely calcified second right posterolateral segment of the right coronary artery. Two 2.25 x 24 synergy drug-eluting stents were selected for treatment. However, both devices failed to cross the lesion and the proximal part of the shafts were kinked. After the devices were removed, it was noted that the tip of the stents were deformed. The procedure was completed with a non-bsc device. No patient complications nor injuries reported. It was further reported that the stent was detached from the stent delivery system and was expanded after the procedure outside the body.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis with stent detached from delivery balloon. An examination (visual and via scope) of the stent found that it had been separated from the balloon. The stent struts appeared to be in an expanded (not crimped) confirmation. The stent was also damaged. Balloon with signs of positive pressure applied. Crimp markings visible on exposed balloon wall and contrast visible inside balloon. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found multiple shaft polymer extrusion kinks. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was severely tortuous and severely calcified second right posterolateral segment of the right coronary artery. Two 2.25 x 24 synergy drug-eluting stents were selected for treatment. However, both devices failed to cross the lesion and the proximal part of the shafts were kinked. After the devices were removed, it was noted that the tip of the stents were deformed. The procedure was completed with a non-bsc device. No patient complications nor injuries reported.